Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany it was reported that the patient faced five events of abscesses at previous infusion sites on unspecified date. All abscesses were treated surgically and were being managed by a wound nurse at the time of the report. The exact times and specific locations of the abscesses, other than "the abdomen," were not provided by the patient. No further information was available.